Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit failed on initial boot up when turning on the pump for the first time before treatment.a getinge field service engineer (fse) states that customer reports intermittent power up error code 13. Fse evaluated the unit and was unable to see code 13 but there exists code 101. Fse states that front end board was previously replaced on 4/21/23 on work order (B)(4) with same error codes. Fse resolved the issue by replacing d670-00-0770 pcba, exec processor. Fse performed and passed all functional and safety tests according to factory specifications. Unit was then cleared for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part number 0670-00-0770 rev. M, serial number (B)(6), with a reported unit failure of an intermittent power up code 13. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r.tested for 2 hours with no issues arising. Fat could not verify the reported power up code 13 failure.this revision is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use pump failed on initial boot up when turning on the pump for the first time before treatment, the cardiosave intra-aortic balloon pump (iabp) customer reports intermittent power up error code, the unit was swapped out. There was no patient harm reported.